Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were shipped a box of reservoir but it was empty. The customer had a high blood glucose level of 450 mg/dl due to not having reservoirs. The customer had symptom of being thirsty. The customer treated their high blood glucose with manual injection. Troubleshooting was performed but not completed. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No unlocked lcd keypad connector.